Event description:
Additional information was reported that the patient was in hospice care, and due to the patient's medical condition the device will not be replaced. The elective replacement indicator (eri) tones and tachy therapy have been turned off on the device. The device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. The device remains in-service.